Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the reported "constant alarm" problem was duplicated. The unit power up normally but when the start button was pressed, the unit went ino a constant alarm state. The fault was found to be a fault mp board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited constant alarm. No patient was involved in this event. No adverse effects were reported.